Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an overdose following a refill on (B)(6) 2013; some of the medication "infiltrated my in terstitial space". The patient was told that they immediately withdrew all of the medication from the pump. They were able to withdraw most of the medication, but upon withdrawing, some of the medication ¿spilled out¿. She was also told the when the nurse practitioner was refilling her pump "when she clamped it off maybe there was some backflow". Within 45 minutes to an hour after the refill, the patient went back to the clinic because she could tell that something was wrong. They gave the patient oral narcan. The patient was taken to the ER (emergency room) and admitted to the hospital and put on a narcan drip for a day "until the overdose was complete". The pump was delivering fentanyl, hydromorphone, clonidine, and bupivacaine. It was later reported that a partial pocket fill occurred. The patient was in the ER (emergency room) for 24 hours. The patient was in and out of consciousness.

Event description:
It was later reported that the patient passed out at the clinic and was taken back into the office where the health care provider (hcp) had withdrawn all the medication out of the pump prior to the patient going to the ER. The reporter could not recall how much was removed from the pump, but thought she was told that 0.5 ml was missing. Per the reporter, the hcp did not suspect an issue with the pump, and the patient has had good therapy since the incident.

Manufacturer narrative:
Previously reported patient code no longer applies to this event.

Manufacturer narrative:
Product ID 8578 lot# serial# (B)(4), implanted: 2010 (B)(6); product type accessory product ID 8709 lot# serial# (B)(4), implanted: 2004 (B)(6); product type catheter (B)(4).